Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, eight days post operatively, there was a secondary tonsillectomy bleed. Additional surgery for re-coagulation of tissue was required to prevent a permanent impairment of a function. The patient's outcome was unknown.